Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device - 11 days. The replaced portion of the driveline was received for investigation, the evaluation is not complete. The pump remains in use supporting the patient. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller sounded low speed, pump off and driveline disconnect alarms. Just prior to the event, the patient had been working with a physical therapist, but denies any trauma to the driveline or system controller. There was no visible damage to the external portion of the driveline. The patient was asymptomatic and hemodynamically stable during the episodes of speed drops and pump stops. The log files from the patient's primary and backup system controllers were submitted to the manufacturer's technical services for analysis. The log files captured several pump stop events that occurred while the system was supported by the power module and patient cable. No alarms were noted in the device history file while on battery power. The patient was switched to the backup system controller. X-ray images of the driveline were also submitted for review. There were no obvious areas of concern found on the internal or external portions of the driveline. On (B)(6) 2016 a driveline evaluation was performed by technical services. The full external portion of the driveline was replaced, starting at approximately 2 inches from the driveline exit site at the skin. On (B)(6) 2016, it was reported that the patient was doing well on the power module with a grounded patient cable and had not experienced any further issues.

Manufacturer narrative:
The report of a potentially compromised driveline was confirmed based on the evaluation of the returned driveline. A section of the external portion/distal end of the driveline approximately 15.5 inches was returned for evaluation. Electrical continuity testing of the returned portion of the driveline and all wires were found to be electrically intact. The shielding and bionate layers were removed and examination of the underlying wires revealed a breach in the insulation of the orange wire approximately 15 inches from the metal connector. The underlying conductors of this wire were exposed. The insulation breach of the orange wire appeared to be the result of a mechanical damage; however, a specific time and cause of the observed damage could not be conclusively determined through this evaluation. Examination of the remainder of the driveline segment under a microscope and high potential testing did not identify any additional areas of compromised wire insulation. If present while the pump was in operation, the insulation breach of the orange wire would have interrupted pump function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short would have caused the report of low speed alarms and pump stoppage events. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.